Event description:
The customer reported that when the patient was switched from a portable freedom driver to the companion 2 driver, the companion 2 driver immediately exhibited an "emergency battery error" alarm. The customer also reported that the companion 2 driver was plugged into wall power outside the patient's room, was used for training the day before and did not exhibit any alarms at that time. The customer also reported that the external batteries were fully charged and that there was no adverse impact on the patient as the result of the "emergency battery error" alarm. The driver was placed into "or mode" to mute the audible alarm. This alleged failure mode poses a low risk to the patients because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power.

Manufacturer narrative:
An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.